Event description:
It was reported that the software analyzer returned along with the programmer was not functioning and that the rear door of the programmer was broken. The programmer and the analyzer were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the programmer accessed analyzer software without issue when paired with a known, good analyzer. Analysis also found that the power cord bay door had broken tabs securing the door, that the hinge plate was broken, that the foot pads on the lower case were damaged and broken off, that the case had a cracked handle, that the latch on the keyboard was broken as was the left keyboard hinge and that the system fan was noisy. All defective parts were replaced. Concomitant product: product ID 229047 software analyzer. (B)(4).